Manufacturer narrative:
This event was previously reported to the FDA on a summary report. Due to new information being received, it is now being submitted on a 3500a. Post market vigilance (pmv) led an evaluation of one video and one endo clip l 10mm pistol grip single use clip applier. The video depicts the device being fired on a cloth demonstrating the clip spitting condition. There were no abnormalities noted during the evaluation. The instrument was engaged in the end of firing safety interlock with no clips remaining. Note that the information for use brochure which accompanies each product shipment cautions the user as follows: when firing the instrument, squeeze the handle firmly as far as it will go. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, there were issues experienced with the loading and firing of the clips. When the surgeon went to load the second clip, one loaded and the second clip fell out into the patient's cavity.